Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device is displaying will not take nibp. A patients death was reported.

Manufacturer narrative:
Upon further investigation it was found that the event is not a reportable event for philips. The customer confirmed that the device has not been alleged or indicated to have caused or contributed to a death or serious injury therefore the device was not a factor in the event and the event is therefore not-reportable. The device is designed to provide visual and audible indicators regarding the operation of the device. A malfunction involving monitoring for nibp would be detectable by the user who identifies the inop/error codes and/or missing parameter data associated with the failure. The issue would be obvious to the clinician under close personal surveillance as described in the product labeling, shipped with the device. The user would be alerted to the fact that monitoring may be impacted and alternate means of monitoring the parameters would be implemented. The record was reviewed and evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur.

Event description:
It was reported that the device is displaying will not take nibp. The device was used for patient monitoring at the time of the alleged malfunction. The customers biomed confirmed that there was no contribution of the device to the patients' death. A philips field service engineer (fse) went to the customer site. The engineer determined that the issues was associated with the nbp pump. After part(s) replacement the device was returned to functional use with no further issue(s) identified.